Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The reported event of a deflection issue was confirmed. The sheath did not deflect in one direction due to the pull ring being pulled out of position and the detachment of one of the pull wires from the pull ring at the distal end of the sheath.

Event description:
This report is to advise of a displacement of the pull ring at the tip of the sheath. During a pfa atrial fibrillation ablation procedure using volt 2.0, the agilis sheath suddenly lost deflection while probing the right inferior pulmonary vein. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.